Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges waking with symptoms of hyperglycemia and a blood glucose reading of 20 mmol/l; checked pump and discovered the pump had reset to factory settings with a basal rate of 0. Caller reported both battery and battery cover had been changed three days prior to the incident. No adverse event reported. Requested return of the alleged device for evaluation; customer received new device from hospital.

Manufacturer narrative:
The insulin pump has been disassembled and its electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore the supercap and the surrounding electronic parts are corroded. This led to a loss of the time and date settings of the pump during battery change. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump. Only the time and date settings were affected by this failure. Other settings like basal profiles and system settings are not affected by this failure. The evaluation of the history showed that the pump lost its time and date settings several times, while the customer had removed the battery for less than one hour. The customer has not set the correct time and date settings immediately after the restart. Therefore it may be that the loss of the time and date settings has had an influence on the basal delivery of the pump.